Event description:
Th-l instrumentation was done with isola system for the pt with congenital scoliosis in 2003. The second surgery was done to replace by another connector in 2008. The third surgery was done in 2009. During surgery, it was found that one of the set screws which was implanted on the second surgery was loose. There were no adverse consequences to the pt.

Manufacturer narrative:
Nothing was returned for eval. A definitive cause of the event cannot be determined at this time. Care must be taken to ensure that the construct fully tightened and assembled properly. Construct loosening is listed as a possible adverse outcome in the instructions for use (IFU) supplied with the device.